Event description:
It was reported that during a tvt procedure the right side was inserted without incident and then the left side was inserted following cystoscopy. When the needle was pulled through the abdominal incision, the tape was not connected. The tape was removed from left side via the vaginal incision and the tape from the right side was cut and also retrieved from the vaginal incision. A new device was opened and inserted without further incident. There are no pt consequences reported.